Event description:
This 30-year-old female underwent an insertion of a left breast silicone implant 15 years ago. The name of the MFR is unknown to the reporting facility as the implant was put in at another facility. She now presents with capsular contraction/asymmetry. Gross exam: left implant is ruptured.